Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01956. Concomitant product(s): zimmer m/l taper hip prosthesis plasma pn000771101200 ln61074832. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision procedure approximately 8 years post implantation due to osteolysis and pain as well as acute lymphocytic vasculitis associated lesion, corrosion, and metallosis like symptoms. Surgeon replaced head and liner. There were no complications or delays reported.